Event description:
It was reported that a patient underwent an anaotomosis procedure in 2023 and suture was used. During the procedure, the surgeon was performing an anaotomosis with a suture, he was closing the knot the suture got broken. Than he choosed another suture of the same type, but it got broken as well. At the end he had to perform the anatomosys with another kind of suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: was there any change in the patient¿s post-operative care due to the prolonged procedure? No any. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Na. What tissue was being sutured when the event occurred? Vascular anatomosys was additional dissection required in other organs/tissues other than the target tissue? Yes in order to perform another anastomosys after the first one made with pds. What is the lot number? Not retrievable. Product already shipped. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one needle-suture piece along with a labeled winding former and a foil that pertains to product code z303h. In order to evaluate the conditions of the returned sample, the suture piece was observed with the end cut that was possibly caused by a surgical instrument. The condition of the samples received indicates improper handling of the device and no functional test was performed. The instructions for use do contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample revealed that it was received one unopened sample that pertains to product code z303h. Upon initial inspection, of the sample, no external damages were observed on the packet. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron equipment and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.